Event description:
It was reported that during a case using the cranial guidance system, there were continuous inaccuracies during registration. Accuracy was eventually achieved. The procedure was completed successfully with a 25 minute surgical delay and no adverse consequences to the patient.

Event description:
It was reported that during a case using the cranial guidance system, there were continuous inaccuracies during registration. Accuracy was eventually achieved. The procedure was completed successfully with a 25 minute surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation. Corrected data: g1 additional data: h4.